Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reused the existing cartridges. Customer reloaded the same cartridge and successfully resumed insulin delivery. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 42mg/dl. Reportedly, customer delivered too much insulin via a correction bolus. Additionally, customer has gastroparesis. Bg was addressed via consumption of carbohydrates. Reportedly, customer continued to use the pump for insulin delivery.